Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "low flow" was confirmed via log file analysis based on the provided user report which showed a decrease in power consumption starting on (B)(6) 2017 to parameters below normal operating range. Parameters returned to normal operating range on (B)(6) 2017. No information on alarms was provided for evaluation. Of note, it was reported that the patient had a "backwash" procedure using sentinel carotid protection with subsequent thrombectomy. After the procedure, pump parameters returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical data from similar low flow events, the most likely root cause of the low flow event can be attributed to external factors such as occlusion caused by thrombus formation. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course . There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient called the technical assistance hotline on (B)(6) 2017 stating he had "low flow" alarms occurring overnight. After the current pump parameters were reviewed and an accompanying plausibility check was carried out, it was arranged for the patient to come to the hospital immediately. The data readouts revealed an abrupt drop in flow on (B)(6) 2017 at 00:36. With an easily measurable non-invasive blood pressure and minimal pulsatility of the pump flow at the left ventricular device (lvad), it was strongly suspected that the lvad had become detached from the left ventricle due to thrombosis in front of/in the inlet cannula. A backwash was successfully carried out at around 17:45 using sentinel carotid protection with subsequent thrombectomy. The pump parameters immediately returned to the normal range. After several days of in-patient monitoring, the patient was released and returned home., no lvad anomalies were detected at an elective outpatient appointment on (B)(6) 2017. No further information has been provided.